Event description:
It was reported that the air detector not powering on. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
UDI in and operator of device are unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted the device was received with an obsolete air detector, grounding stud and green/yellow washer missing (has a screw in its place), old style float switch, and a corroded drain valve. The complaint was confirmed when the air detector did not power on. Root cause was attributed to normal wear and tear. Product was beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history report (DHR) review was not required. Service history review identified this device has not been in for service previously. Removed and replaced drain valve and drain bracket due to it being corroded. Replaced float switch due to it having the old style and being cracked. Replaced air regulator due to it being faulty. Upgraded air detector. Put on grounding stud and green/yellow washer. Replaced o-rings and fan guard as preventative maintenance. Device passed functional testing after completed repairs.